Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 231 mg/dl vs. 181 lab. Tests were done within 10 minutes with a difference of 28%. Patient did not experience any adverse event. No further information has been reported.